Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was reading empty when full. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that the syringe was reading empty when full. No repair history was found. No error codes were found in the event log. Visual/functional testing was performed. Complaint was confirmed by checking the syringe plunger sensor. It was found that potentiometer was improperly installed. Device was repaired by installing the potentiometer properly. Replaced the main board, motor, worm gear and worm coupling to fix motor rate error because the motor rate error issue occurred while doing the occlusion test. The main cause of complaint was improper installation. After replacing the parts, the pump passed all the testing and was fully operational.